Event description:
It was stated that the customer was hospitalized for an ulcer and a high blood glucose reading of 260 mg/dl. The insulin pump was exposed to an MRI scan. Troubleshooting was performed, and the insulin pump passed the prime test. Found several motor error alarms in the alarm history. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.